Manufacturer narrative:
D10. Concomitant product: sigphandle, sig power sigphandle handle, (serial #unknown); unk-sigadapt, unknown signia egia adapter, (serial #unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to use, during setup, the jaws were not opening at all. The device was replaced to resolve the issue. There was no patient involved.

Event description:
It was reported that prior to use, during setup, the jaws were not opening at all. The device was replaced to resolve the issue. There was no patient involved. Medtronic's initial evaluation of the incident found that the reload was partially fired.

Manufacturer narrative:
Correction: b5 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: g3, h3, h6 correction: uf/importer rpt num should be blank., a1, b1, e1(street 1 and city), e3, h1 regulatory report # (B)(4) sent on 21-01-2026 stated this event was no longer reportable. However, a review of additional information determined this is now a reportable event. All fields of this report have been updated and corrected to reflect the case as described to us by the customer. H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the reload was received partially fired. The jaws of the reload were clamped. The I-beam was partially advanced. Fully formed staples were present in the proximal end of the jaws. Functional testing noted that the reload jaws were manually opened. The reload was loaded into a representative instrument. The reload could clamp and articulate without difficulty. The interlock was overridden. The reload was cycled without hesitation or binding over test media. All remaining staples were placed and test media was cleanly transected. The reload interlock was tested and found to function properly. It was reported that the clamp test could not be performed. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. This issue can occur if the reload is over torqued during unloading or if an attempt is made to unload the reload without using the release button. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction: additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.